Event description:
It has been reported to philips that the allura system did not boot up successfully. No harm has been reported to philips. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified. Based on the information received, it was identified that there was a malfunction in the system. A subcontractor connected with the customer to resolve the issue. The pc was not booting properly. The subcontractor resolved the issue by recovering the operating system and reinstalling the software. After this, the system was returned to use in good working order. Since there was no work performed by philips engineer, no further action could be performed by philips. The codes were updated based on the investigation outcome.